Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episode was observed. One of the episodes did not show any noise. No further information is available. The patient will be monitored.